Event description:
Customer's mother stated that her daughter is receiving sensor errors at night. The blood glucose reading is 138 mg/dl. During troubleshooting, caller unable to confirm series of alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.